Event description:
Serious injury involving one person. On 2/7/97, pt saw dr stating left eye burning & ligh sensitive. Dr diagnosed corneal ulcer & referred her to ophthalmologist. Lens model/water content: s/c, 55%; lot # unk/ eye involved: os; refraction: myopia; duration of use (months) 36; number days lens worn: unk; last visit to practitioner prior to symptoms: 1/14/97; lens care system used: chemical disinfecting system used; homemade saline used; no; number of days worn between cleaning and disinfecting; unk; days between cleaning and symptoms; unk; days between symptoms and calling dr; 1; self-treatment by pt: no; hand washing before lens manipulation: unk; ulcer location: 10 o'clock; visual acuity before symptoms: 20/20; visual acuity after symptoms: 20/20; results of culture: unk/ results of corneal biopsy and/or scrapings: unk.